Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the vial was filled with an unspecified concentration of dilaudid and was loaded into an unspecified patient controlled analgesia (pca) pump. No specific programming was provided. After an unspecified length of time, it was reported that the pt experienced "uncontrolled pain." The customer contact reported that solution leaked from the rubber stopper of the vial and the nurse noted "wetness underneath the pca pump." The vial was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.